Manufacturer narrative:
The allegation of insulation damage was confirmed with the observation of melted insulation consistent with electro-cautery. Coils were kinked and polyurethane melted from the terminal pin.

Event description:
This supplemental report is being filed due to the product investigation result. Boston scientific received information that the right atrial (ra) lead had an insulation damage. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead had an insulation damage. This ra lead was explanted. No additional adverse patient effects were reported.